Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe disconnected from the extension set due to tip breakage during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during an intervention, the nurse connected the syringe to the extension set, the 2 devices then disconnected with tip breakage of the syringe in the extension set. This problem happened twice in a row."

Manufacturer narrative:
Investigation: one used sample unit and four photos were received for evaluation by our quality engineer. Visual inspection of the sample revealed the syringe tip was broken and remained attached to the extension set. A device history record review did not reveal any quality issues during the production of lot number 1812237 that could have contributed to the reported defect. Tip and thread verification tests are performed within the manufacturing environment according to procedure. It has been determined that the tip breakage occurred due to over-screw during the connection of the syringe by the user.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe disconnected from the extension set due to tip breakage during use. The following information was provided by the initial reporter, translated from french to english: "during an intervention, the nurse connected the syringe to the extension set, the 2 devices then disconnected with tip breakage of the syringe in the extension set. This problem happened twice in a row."